Event description:
Rotaflow drive with serial number (B)(4) gave a "head" error message at (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). Per service report (B)(4) that is associated with this complaint, testing was performed and the maquet sales and service unit (ssu) technician identified a defective chip on the mc2 board. The defective chip was replaced. Functional testing was performed. (B)(4).